Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) registry. It was reported that recurrence of coronary artery disease occurred. On (B)(6) 2020, the subject was presented with stable angina ((ccs) classification: 2) and referred for the cardiac catherization. The target lesion was located in the mid right coronary artery (rca) to first right posterolateral artery (1st rpl) with 100% stenosis and was 30 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, followed by treatment with 2.00 mm x 30 mm agent dcb balloon with residual stenosis of 5%. Post dilatation was not performed. The subject was discharged on clopidogrel. On (B)(6) 2021, 301 days post index procedure, the subject was diagnosed with recurrence coronary artery disease and caused prolongation in hospitalization. On the same day, the subject was referred for coronary angiography which revealed an 80% mid stenosed mid rca to 1st rpl. The stenosis was treated with percutaneous coronary intervention with a drug coated balloon with 10% residual stenosis. On (B)(6) 2021, the event was considered recovered/resolved without sequelae and the subject was discharged on the same day. No further complications were reported in relation to this event.